Event description:
It was reported that the patient was experiencing an increase in back pain like she felt prior to the superion implant procedure. The physician performed a x-ray and assessed the implant had migrated completely out of the l4-5 position wherein it was originally implanted. The patient underwent a revision procedure where the old implant was replaced with a new one. The patient was doing well and feeling much better post operatively.